Event description:
The customer alleged the received a questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) for one patient on their e601 analyzer. The patient's initial hcgb result was 13.65 miu/ml. The customer stated the end user identified the error and repeated the sample before reporting. On (B)(6) 2014, the repeat results were 0.885 miu/ml and 0.974 miu/ml. The repeat results were reported outside the laboratory. The patient was not adversely affected by this event. The hcgb reagent lot number was 173268 and the expiration date was 10/30/2014. The field service representative went on site.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A root cause could not be determined with the information provided. Additional data were requested but not provided. Calibration and quality control were within range and there was no reagent issue evident. It was noted the customer was not using the recommended rack adaptors.